Manufacturer narrative:
This report is filed on july 09, 2019. (B)(4).

Manufacturer narrative:
This report is submitted on april 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with device use and subsequently the device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.